Manufacturer narrative:
The case states that medivators rapicide pa spilled and because of the fumes staff members experienced exposure symptoms such as burning eyes and nose, inhalation discomfort, headaches, and dizziness. It was reported that the cause of the spill is unknown. It was estimated two bottles had spilled. The spill was cleaned up by hazmat staff with baking soda medivators immediately provided the product sds and clean -up and disposal guide. It was also advised that they will need to ventilate the area and wear appropriate ppe for clean up. The facility report that there has been no recent complaints of symptoms related to the incident. No staff member requested medical treatment . This complaint will be monitored within medivators complaint system.

Event description:
The case states that medivators rapicide pa spilled and staff members experienced exposure symptoms such as burning eyes and nose, inhalation discomfort, headaches, and dizziness.